Event description:
A physician reported that the depth-indicating lines on two everest specialty curved thoracic probes were incorrect and measured a greater depth than indicated. Surgery was completed with no delay using an alternate device and there was no adverse consequence to the patient. This report captures the first of two devices.

Manufacturer narrative:
Visual inspection: the device was inspected. It was observed that the laser markings on the distal tip were not uniform in comparison to the instrument drawings. Device history records were reviewed for lot and no relevant manufacturing issues were identified during inspection. Complaint history was reviewed and no similar complaints were identified for this lot. A non-conformance was initiated to investigate the root cause associated with this failure mode.

Event description:
A physician reported that the depth-indicating lines on two everest specialty curved thoracic probes were incorrect ,and measured a greater depth than indicated. Surgery was completed with no delay using an alternate device, and there was no adverse consequence to the patient. This report captures the first of two devices.